Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance and resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified proximal left anterior descending artery. A 2.0 x 15 mm mini trek was advanced to the lesion; however, it could not cross. The device was removed and then re-advanced and several more attempts were made to cross the lesion by inflating the balloon to 6 atmospheres and then deflating the balloon. No force was applied advancing the device but there was resistance removing it from the anatomy. A 1.5 x 15 mm mini trek was advanced and dilatation was performed at 7 atmospheres to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.